Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device there was temperature issue, not cooling below 40°c. Per review of wo on (B)(6) 2024, it was noted that patient identifier unknown. No patient injury, therapy ended manually. Per follow up information received via mail on 20nov2024, it was reported that the device will be sent in for a bd-approved facility for evaluation. Issue was not resolved yet device was in transit with the carrier to the depot. The repair was not started yet. Therapy ended with manual control of the device and no impact to the patient. Per sample evaluation results on 23dec2024, chiller unit failed and needs repair. Device being sent to crawley depot.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. Defective chiller. A review of the risk document, dfmea ra2800010, revision 23, was performed for this investigation. The reported event is addressed in step # ra103. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device there was temperature issue, not cooling below 40°c. Per review of wo on 20nov2024, it was noted that patient identifier unknown. No patient injury, therapy ended manually. Per follow up information received via mail on 20nov2024, it was reported that the device will be sent in for a bd-approved facility for evaluation. Issue was not resolved yet device was in transit with the carrier to the depot. The repair was not started yet. Therapy ended with manual control of the device and no impact to the patient. Per sample evaluation results on (B)(6) 2024, chiller unit failed and needs repair. Device being sent to (B)(6).